Event description:
During an unknown procedure, the coagulating shears broke. The broken part was found and taken out of the patient's body. Surgery was completed normally. There was no reported patient consequence.